Event description:
Information received from the field notes that during a routine follow-up, the device could not be interrogated and there was no response to magnet application. At a previous follow-up in november 2001, interrogation was reported as having taken ten minutes. The patient had an underlying rhythm.